Event description:
It was reported that a pt was on the bard transact iab pump when an alarm was noted. The device encountered the "high air drive" alarm. The pump was changed out without any incident. Freq of occurrence: unk severity of occurrence: unk the above info was supplied to co by bard vascular systems div. Without independent verification as to its accuracy, completeness or causal relationship to the product.